Manufacturer narrative:
G4: 11mar2020. B4: 18mar2020. Visual inspection of the navigation ring internal structure revealed that contamination was found that causes the navigation ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03mar2020. B4: 09mar2020. Front bezel assembly was received for evaluation. After testing, the customer complaint was duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10jan2020. B4: 04feb2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse attempted to use the nav ring but the nav ring was not responding to touch. The fse replaced the front bezel to address the reported issue. After this repair, the unit was tested and determined to be fully operational. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported that the navigational ring (nav ring) was not moving. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised a front bezel replacement. The customer reported that the nav ring was affecting the touch screen when changing values. There was no patient involvement.